Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 10 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the audible and visual red heart alarms occurred when the pump was connected to the power module. The patient was asymptomatic at the time of the events. During analysis of the system controller log file, pump speeds well below the set low speed limit were noted. An x-ray of the patient's percutaneous lead showed an area of concern about 3 to 4 inches from the skin exit site. On (B)(6) 2015, an external percutaneous lead replacement was performed by the manufacturer's technical service representatives. There were no broken wires found during phase interrupter testing, and when the pump was re-connected to a grounded power module patient cable there were no further alarms.

Manufacturer narrative:
The pump was returned for analysis on 12/07/2015. The replaced portion of the percutaneous lead from the second replacement procedure was also returned. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient experienced further pump stoppages approximately 2 months after the external percutaneous lead replacement procedure. The patient remained asymptomatic. A second external percutaneous lead replacement was performed on (B)(6) 2015; however, pump stoppages continued to occur. Post repair x-rays images were submitted to the manufacturer and did not show any areas of concern at the repair site, nor any external or internal areas. The patient subsequently underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
A distal end percutaneous lead replacement was performed by the manufacturer¿s technical services representatives on (B)(6) 2015 and (B)(6) 2015. A section of the percutaneous lead approximately 9 inches and 22 inches respectively were returned for evaluation. Visual examination of both returned sections of the percutaneous lead revealed no damage to the insulation of any of the underlying wires. The evaluation of the returned pump revealed internal percutaneous lead wire damage. The device was returned assembled with the percutaneous lead cut approximately 1 inch from the pump housing and the distal portion of the percutaneous lead was also returned. Visual examination of the severed portion of the percutaneous lead revealed breaches to the red, green, and yellow wires approximately 4 inches from the pump housing. These breaches appeared to be the result of repetitive abrasion against the braided shield in this location. If the exposed conductors of the red, green, or yellow wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have caused the reported alarms and pump stoppages. The reported event also could have resulted from a phase-to-phase short if any of the exposed conductors made direct contact or simultaneous contact with the braided shield on tethered or battery power. Visual analysis of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.